Manufacturer narrative:
According to the information received, it was reported that the hemostatic valve failed on the sheath and fluid was leaking from the hemostatic valve. It looks like the hemostatic valve dislodged within the hub in the carto vizigo sheath. The product was returned to biosense webster (bwi) for evaluation on 13-jun-2024. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside of hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. A device history record was performed for the finished device batch number, and no internal actions were identified. The hemostatic valve separation issue reported by the customer was confirmed. The potential cause of the damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. The sheath instructions for use (IFU) contain the following recommendations: use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Do not remove dilator or catheter rapidly. Damage to the hemostatic valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and the hemostatic valve failed and fluid was leaking from it. The hemostatic valve appeared to be dislodged within the hub. The hub was not detached from the sheath. The sheath was being used in the patient's body, however, no air entered them. The medical team replaced the vizigo sheath and the procedure continued without further issues. No patient consequences were reported.